Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump recommended a larger than expected bolus amount. During troubleshooting with tandem technical support it was found that the customer programmed their carbohydrate ratio incorrectly. Customer corrected the carbohydrate ratio settings and the pump recommended and delivered the appropriate size bolus. In addition, it was reported that the touchscreen times out too quickly. Customer's blood glucose level was not impacted.